Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Initial reporter facility name: (B)(6).

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[faulty keypad]. There was no reported patient involvement.

Manufacturer narrative:
Omit b21 - type of investigation not yet determined. Omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available. Remedial action required. Remedial action # (B)(4).

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[faulty keypad]. There was no reported patient involvement.